Event description:
Spouse of consumer reported issues with the pen needles. He stated that the needles bend and sometimes break off during injection. He stated that one of the needles broke off in his wife's stomach, she was able to remove the needle with her fingertips. Caller stated that he now does his wife's injections due to her health condition. He stated that she has central tremor nervous disease and poor eyesight. Caller also mentioned that about a year ago, somewhere around on (B)(6) 2024, his wife had two of her fingers amputated as a result of needles being stuck in her fingers while re-shielding. He also mentioned that one other needle is lodged in her index finger and the skin has grown over the needle. He stated that the doctor is unable to remove it. Caller stated that the issues were never reported. Caller does not remember which bd needles his spouse used; he stated that the needles and packaging have been discarded. Lot and product numbers are not available. Lot#: unknown, catalog#: unknown, date of event: unknown, samples: discarded.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.